Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the compressor pcb (printed circuit board). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, during the 840 ventilator set-up the compressor became inoperable. The ventilator was not in use on a patient at the time the event occurred.